Event description:
During a salpingo-oophorectomy procedure, the ratchet mechanism was not working properly. The surgeon had to manipulate the instrument in order to open the jaws of the instrument and remove it from internal tissue. There wsa no patient consequence.